Event description:
The tps bi-directional footswitch was returned for service. Upon evaluation at the manufacturer, it was reported that the cord was severed and wires were exposed. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The tps bi-directional footswitch was returned for service. Upon evaluation at the manufacturer, it was reported that the cord was severed and wires were exposed. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was duplicated. Flexing or wrapping the cable is known to cause or contribute to the reported event. The device is not repairable and will not be returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.